Manufacturer narrative:
The peritonitis occurred on an unreported date in (B)(6) 2017 (further described as (B)(6)). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event ¿3 times discontinuously¿. On an unknown date, the patient was treated with intraperitoneal infusion of faropenem and diflucan ¿added into dianeal¿ (doses and frequencies not reported) for the event of peritonitis. On an unknown date the same month as receipt of this report the patient was discharged from the hospital. On an unknown date, antibiotic and dianeal therapies were discontinued and the patient was transferred to hemodialysis. The patient was recovered from this peritonitis event. No additional information is available as the reporter declined to provide further information.